Manufacturer narrative:
According to the complainant the device will not be returned for investigation. The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka) (b0(6) 2022. The patient's blood glucose levels reached over 700 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include dka, pain, dehydration, and involuntary body movements. The patient was treated with 2 bags of IV fluids and insulin injections. The patient was prescribed gabapentin 100mg, capsule, to take up to 3 times a day as needed. The patient was released on (B)(6) 2022. The patient reported that the pod was leaking at the infusion site. The pod was removed at the hospital. The patient has discarded the pod.